Event description:
After shiley 80xltcp trach tube was placed and anesthesia vent circuit was connected, the patient was not able to be ventilated. There was no end tidal co2 and the patient experienced transient 02 desaturation. Trach tube was inspected and confirmed to be in correct position in the trachea with balloon inflated. Attempts to ventilate the patient through this tube was unsuccessful, therefore the trach tube was quickly removed and a reinforced ett (endotracheal tube) was immediately placed into the tracheal stoma successfully. At this time, a new, different trach tube (non- xlt size 8.5 cuffed shiley tube) was successfully placed and connected to the vent circuit without issue. After the case, the initially placed, defective trach tube was inspected. The inner cannula of this tube appeared to be severely damaged/kinked which I believe led to partial or complete occlusion of the tube leading to inability to ventilate the patient. I am not sure how the inner cannula became kinked, but one possibility is that someone who handled the trach prior to passing it to me may have tried to insert the obturator into the inner cannula. I have since simulated this on my own by inspecting an unused trach and it led to similar appearing damage to the inner cannula.